Manufacturer narrative:
The device was scheduled for repair by olympus field service engineer. A conclusive root cause for the reported problem was not established.

Event description:
A user facility reported to olympus that their oer-pro endoscope reprocessor grey channel connector was found loose and the tub fluid level sensor cover cracked. There was no patient involvement associated with the reported problem and no patient injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation and was unable to determine a conclusive root cause. The legal manufacturer deemed the likely cause was accumulated stress to the connector in the direction of loosening and likely caused by the user.